Manufacturer narrative:
Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "dr. (B)(6) was performing lap chole. Dr. Attempted to apply clip using ca090 to cystic duct and clip would not fully form and slipped off of duct. A second ca090 was opened and used without incident." Patient status - "healthy."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering actuated the unit to attempt to replicate the customer's experience of incomplete clip closure, but was unable to do so. The root cause could not be determined as engineering was unable replicate the event. If a clip is applied over a structure that is too large, the toes of the clip cannot reach one another; the customer may then experience incomplete clip closure and clip slippage. The instructions for use (IFU) states, "use on appropriate size vessel only." On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.